Event description:
New information indicated that the patient presented to the clinic on (B)(6) 2025 and device reprogramming was made. No patient symptoms were reported.

Event description:
It was reported that the patient presented via a remote transmission showing the device exhibiting post-paced t-wave over-sensing. Programming changes were discussed but not made at this time.